Event description:
The manufacturer was contacted in reference to a thermal event with a CPAP device. The manufacturer received information alleging burn marks next to the power supply and the device not turning on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a thermal event with a CPAP device. Attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.